Event description:
During a follow-up, a decrease in sensing and undersensing on the device were noted. The physician tried to reposition the device but the device was still undersensing. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Upon receipt the device was interrogated and the device image was retrieved. Analysis of the device image revealed no anomalies. Visual inspection of the device revealed scratches on the can, but no other anomalies were observed. Electrical testing of the device revealed normal sensing values and x-ray inspection revealed no anomalies. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.